Event description:
It was reported that the patient had her device shut off in february and the patient stated that ¿she has too many wires hooked up.¿ the patient stated that she spoke to a manufacturer representative ¿around (B)(6) 2013¿ who reportedly told her that her device needed to be removed ¿because the health care provider (hcp) did a bad job.¿ the patient also stated that ¿she never felt nothin¿.¿ the patient also went to her hcp because it was ¿shocking¿ her on (B)(6) 2013. The patient was ¿shocked so bad it knocked her off the table and she hit her face.¿ the patient stated that her hcp ¿would not do the surgery to remove the device¿ and other hcps ¿would not do it because she was very sickly.¿ the patient reported that she had cancer, diabetes, high blood pressure, heart problems, and kidney problems. The patient said the device was ¿aching like sharp pains¿ on the middle of her back and in her leg. The patient stated that she was feeling stimulation, but also that the stimulation had been shut off by the remote. It was unclear if the patient had ever actually felt stimulation or not. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v706821, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
Concommitant products: product ID 3093-28, lot # v706821, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated the hcp refused to remove two leads that were previously left in the patient¿s body. It was also stated the patient felt a shocking or jolting sensation. The patient had a total of three leads in her body, the two ¿old¿ leads were located on ¿her left spine bone and the new one was on her right.¿ reportedly, the representative could ¿only cut off stimulation with her programmer.¿ the patient was not able to turn stimulation on at all because it caused shocking down her lower left leg which began (B)(6) 2011. The patient saw a hcp the month of report who was willing to remove the ins and lead but not the other two ¿since it was too risky.¿ an appointment was scheduled for (B)(6) 2013. It was also noted the patient had heart problems, blood pressure issues, sugar problems, and interstitial cystitis, and the patient was in a car accident in 2010 and her left leg was broken into 37 pieces. The patient was redirected to her healthcare provider.

Event description:
Additional information received reported the patient suffered ¿nerve damage¿ during the implantation procedure in (B)(6) 2011. The patient stated that they had difficulty finding a physician to remove the implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the doctor "did it wrong, he did it wrong and the patient got the wire sticking out of her spine for it." It was also stated the patient "got something stuck up inside of her and not working and they couldn't cut it on and they had to shut it off." Reportedly she "had proof of what was wrong with her" and what the problem was, which was "a disk with x-rays on it" and she was told "it had to be removed." Reportedly the patient saw her doctor on (B)(6) 2013 and she had to take "treatments and medications."